Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for interstim other. It was reported the hcp stated the patient told them that the implant was not operational, the hcp noted the implant battery might be depleted. The patient then told the hcp the therapy never really worked anyway, and the patient was offered the option to have it removed, but she didn¿t follow up on it. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.